Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. The internal, visual inspection showed that there were no indications of dried fluid inside the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. There were no fluid leaks in the test cassette during the treatment test. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined .there were no deviations or non-conformance during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and glucose test passed. Load cell verification passed. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient reported draining slowly and performed a manual drain of 4000ml following treatment: drain 0: 1600ml fill 1: 1502ml drain 1: 1389ml fill 2: 1502ml drain 2: 1863ml fill 3: 1502ml drain 3: 1348ml fill 4: 1502ml drain 4: 1301ml fill 5: 1502ml the reported manual drain volume of 4000ml was 266% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. The pdrn stated the patient's dialysis cycler was replaced and the patient¿s cycler issues were resolved.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient reported draining slowly and performed a manual drain of 4000 ml following treatment: drain 0: 1600 ml fill 1: 1502 ml drain 1: 1389 ml fill 2: 1502 ml drain 2: 1863 ml fill 3: 1502 ml drain 3: 1348 ml fill 4: 1502 ml drain 4: 1301 ml fill 5: 1502 ml the reported manual drain volume of 4000 ml was 266% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. The pdrn stated the patient's dialysis cycler was replaced and the patient¿s cycler issues were resolved.